Event description:
The pump was sent to replacement malfunctioning pump. Facility called upon receipt to let us know that it would not turn on either. Upon return of pump to company, we were told that it had been placed into the "disable mode", which will not allow the pump to be powered on. Prior to pump delivery, pump was tested per manufacturer protocol. Resulted in a break of therapy for the patient.